Event description:
The spectrum antibiotic-impregnated single lumen peripherally inserted central venous catheter set was in the pt for an unk period of time, and the cap (green) separated. No injury to the pt. The end of catheter separated-was still clamped (clamped to prevent leakage) and the team (the health care team caring for the pt at the time) was notified. Add'l info was rec'd on (B)(4) 2010: the family requested a formal report: there was add'l surgery required to replace the failed device. The clamp was not occluding properly and the pt lost blood. A medwatch report was rec'd on (B)(4) 2010: at the beginning of the shift it was reported that the pt's inserted PICC's end had came off along with the green cap. The catheter was still clamped. Team was notified. The pediatric surgeon was consulted and discussed new line placement with the pt's mom. The catheter was dressed with chloraprep pads and alcohol, and then secured with foam tape to pt's chest. A new peripheral IV was started to make sure the pt rec'd his antibiotics.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.